Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator's (crt-d) supra ventricular tachycardia (svt) discriminators may have withheld detection and/or therapy during ventricular tachycardia (vt)/ventricular fibrillation (vf) episodes. The device remains in use. No further patient complications have been reported as a result of this event.